Event description:
The customer reported that cracks were found on the drain after an air leakage was noticed within one day after the implantation of the j-vac drain. No adverse pt consequences were reported.